Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803604, femoral head sterile product do not resterilize 12/14 taper, 63121135 00875101136, liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, 63254478 00875705401, shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, 63271314. Report source, foreign ¿ events occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced peri-prosthetic fracture post-implantation. Subsequently, the peri-prosthetic fracture was treated with a trauma plate. Attempts have been made and additional information on the reported event is unavailable.